Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was in the range of 300 mg/dl- 400mg/dl. The customer¿s current blood glucose was 298 mg/dl. The drive support cap was normal and the high-pressure test passed. The customer stated that the insulin pump received no delivery but they were not able to get out of the rewind loop. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.